Event description:
Hem-o-lok clips consistently fell off the applier during a procedure. The surgeon had to spend time retrieving the clips that fell out into the surgical space. All of the clips were retrieved. However there was a slight delay in the case.